Event description:
The patient reported that during the implant procedure "the left lung was nicked causing a pneumothorax." It was also reported the patient's blood pressure "fell," there were bilateral pleural effusions, pericardial effusion, pneumothorax, and the development of pericarditis and pneumonia. A thoracentesis was performed and a chest tube was placed. The patient was treated with medication and will be seen in clinic for follow-up appointments. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.